Manufacturer narrative:
Additional information: d10, h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system t-connector extension set had a crack. This was further described as ¿crack in the 8 fr mini pigtail drain at the connection to the t-connector¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number UDI is unknown. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.